Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). A philips remote service engineer (rse) spoke to the customer and confirmed that ¿speaker was defective". The rse determined that the {453564238621 speaker assembly x2/mp2} needed to be replaced. A nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The customer was provided a replacement speaker to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the loudspeaker was defective. A speaker malf. Inop was displayed and there was no sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.